Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a device check. During the check, it was noted that the patient¿s right atrial lead was dislodged. During the procedure, an unrelated issue was discovered, and the procedure was canceled. The patient was transferred to another hospital. No further information is available.

Event description:
New information received on (B)(6) 2019, indicates that the lead was ex-planted on (B)(6) 2018. No further information is available.

Event description:
New information received on jan 31, 2019, indicates that the patient was stable.

Manufacturer narrative:
A partial lead with the pin measuring 41.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.